Event description:
A pt's mother contacted our (B)(4) affiliate on (B)(6) 2010 to report the pt received a 4 to 5 day trial supply of 1-day acuvue trueye contact lenses (narafilcon a). Narafilcon a contact lenses are not marketed in the u.s. While wearing the lenses the pt developed pain, numbness, tearing od and the pt's od eye lid was swollen. The pt visited (B)(6) eye clinic and was diagnosed with "corneal staining" and the cornea was "scraped." The pt was instructed to discontinue contact lens (cl) wear for 30 days, visit the clinic once a week and was prescribed "2 kinds of eye drops." On (B)(4), a follow-up to the pt's mother was made, she said the pt seems to have no subjective symptoms while wearing glasses. We requested the pt's mother submit a written consent to allow us to discuss with the treating ecp. On (B)(4) 2010 we received the consent form and the ecp's medical certification form, which stated the event occurred on (B)(6) 2010 and the pt was seen at (B)(6) eye clinic on (B)(6) 2010 complaining of foreign body sensation od. The pt was diagnosed with corneal foreign body od. The ecp noted injection, foreign body in the cornea and a "partly" ulcerated cornea od. The foreign body was removed from the od on (B)(6) 2010, but the corneal ulceration persisted and the pt was treated with antibiotics. The pt was seen at the clinic on (B)(6) 2010. The clinic was contacted on (B)(4) 2010 and an ecp provided the following information. "The pt seems to have left untreated without cl off for 2 days after getting dust into od." "The pt had swelling and redness, and then finally presented to the clinic. The ecp believes that the pt was initially seen at the clinic more than four days after the event occurred. The untreated part of the eye resulted in "ulceration." The foreign body was not cl but dust. The pt's condition has improved. The pt is irresponsible, and the pt is still instructed to discontinue cl wear, keeping the pt from cl wear. This event was not related to cl. The symptom occurred because the pt left untreated. The ecp refused a face-to-face medical interview." The product and lot number were not provided. No additional information is expected. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.